Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information stated impedance testing was conducted and all impedances were within normal limits. It was also reported the patient's symptoms were related to the healing process. No malfunctions or interventions were reported. It was reported the patient was receiving effective therapy.

Event description:
It was reported there was a burning sensation. The device was turned on approximately one week prior and the patient noted a few days after they began to experience burning in their left leg which they hadn't experienced before. The patient was unable to contact anyone as it was over a holiday weekend so the patient turned their device off. It was noted the left leg was the intended stimulation coverage area. When the patient turned stimulation on initially they only felt stimulation in the right leg. Stimulation was increased to help coverage. There were no falls or traumas reported. It was noted the patient also had pain at the incision. The patient noted they had a postoperative follow up appointment the previous day and the health care professional (hcp) checked their incision sites. The patient had developed a postoperative wound infection which was considered "minor" and the patient received antibiotics. It was noted both programs were turned back on and were at 0.1 volts and there was a program for each leg. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was further reported that the patient was still having concerns, but was working with their hcp. The patient had an upcoming appointment on (B)(6) 2013. If additional information is provided, a supplement will be sent.